Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with the device alert for end of service reached. The pulse generator exhibited diagnostics anomaly. Several weeks ago the patient had received a cardioversion. No download was performed due to radio frequency lockout. The patient was seen a week later. After a firmware download, normal device function resumed.